Event description:
Reporter alleged obtaining a result of 250mg/dl on their blood glucose monitoring device at about 3 pm and passed out just after 3 pm. Reporter stated not taking regular medications for reasons unknown. Reporter stated 911 was called and was transported to the hospital where glucose result was 30 mg/dl. Reporter indicated remaining at the hospital for a few hours and was unable to remember anything else. Reporter did not provide treatment information. No controls were used. A request was made for the return of the suspect device and replacement product was sent.